Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was loaded with a fully fired 2.5 mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. Strike markings were observed in the anvil buckets indicating the presents of staples. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right hemicolectomy, the surgeon tried to fire the device but it did not move at all even though a full and complete squeeze of the handle was performed. Another stapler was used to complete the case.